Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device but he could not confirm the reported issue. He sent the pump at the manufacturer site for a detailed investigation. Results revealed that no deviations could be detected. The device was working within specification. Since no issue could be reproduced, the root cause could not be determined.

Event description:
Livanova received a report that during priming the flow of a centrifugal pump system with tubing clamp was not stable. The customer hand-cranked the pump and the flow was stabilized. He switched the pump with another and could complete the procedure. There was no report of patient injury.